Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not cooling. A check of the diagnostics showed a failed mixing pump. User stated they would order and repair the pump onsite. Per follow up information received on 27apr2022, the device was not being used on a patient during reported event. The biomed would be repairing the pump onsite. Per sample evaluation results received on 01aug2012, it was noted that the retaining bracket for the level sensor was missing. The connection between the main ac voltage circuit card and the power inlet module shows signs of electrical overstress. The circulation pump flow was 1 lpm low when tested with a bypass loop. It was also noted that this was due to a failing circulation pump. It was also stated that the technician installed a test input output board to stop power cycling. Per sample evaluation results received on 18aug2012, it was reported that the one tank seal lifted. It was also noted that the chiller evaporator outlet tube expanded.

Event description:
It was reported that the arctic sun device was not cooling. A check of the diagnostics showed a failed mixing pump. User stated they would order and repair the pump onsite. Per follow up information received on 27apr2022, the device was not being used on a patient during reported event. The biomed would be repairing the pump onsite. Per sample evaluation results received on 01aug2012, it was noted that the retaining bracket for the level sensor was missing. The connection between the main ac voltage circuit card and the power inlet module shows signs of electrical overstress. The circulation pump flow was 1 lpm low when tested with a bypass loop. It was also noted that this was due to a failing circulation pump. It was also stated that the technician installed a test input output board to stop power cycling. Per sample evaluation results received on 18aug2012, it was reported that the one tank seal lifted. It was also noted that the chiller evaporator outlet tube expanded.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.